Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high ventricular rate episodes were reported due to noise on the right ventricular (rv) lead. The patient continues to be monitored, as no intervention procedure was performed. The patient was stable.